Event description:
It was reported that two cuffs and a balloon for the artificial urinary sphincter (aus) device were explanted due to recurring incontinence and patient dissatisfaction caused by atrophy of the urethra. The surgeon removed both of the cuffs that were implanted and implanted a new cuff on a different part of the urethra. A new 5.0cm cuff and 61-70 cm h2o balloon were implanted. The patient was doing well and the device was working successfully following the surgery.

Event description:
It was reported that two cuffs and a balloon for the artificial urinary sphincter (aus) device were explanted due to recurring incontinence and patient dissatisfaction caused by atrophy of the urethra. The surgeon removed both of the cuffs that were implanted and implanted a new cuff on a different part of the urethra. A new 5.0cm cuff and 61-70 cm h2o balloon were implanted. The patient was doing well and the device was working successfully following the surgery. Device evaluation: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegation(s) could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.

Manufacturer narrative:
Device evaluation provided in: the event description describe event or problem, evaluation method codes, evaluation result codes, evaluation conclusion codes.